Manufacturer narrative:
Concomitant product: boston scientific 2.0*40 coyote pta balloon. (B)(6). This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During a percutaneous transluminal angioplasty procedure (pta) a powerflex pro pta balloon catheter ruptured at 5-6 atmospheres (atm) during dilatation. It was changed to a non cordis balloon and the procedure was successfully completed. There was no reported patient injury. The device will be returned for analysis. The target lesion was the right common femoral artery. The lesion was moderately calcified and not tortuous. The rate of stenosis was 90%. An approach was made, a guidewire (jupiter fc, boston scientific) crossed the lesion and pre-dilation was performed with a balloon (2.0x 40 coyote, boston scientific). After that a powerflex pro was delivered to the lesion and inflated. However, it ruptured at 5-6atm during dilation. It was confirmed under angiography. Therefore the balloon was changed to another balloon. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio used are unknown. The type and brand of inflation device used is also unknown. It is also unknown if the same indeflator was used successfully with other devices. It is also unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is unknown if there was any difficulty advancing the balloon catheter through the vessel, any difficulty crossing the lesion or if the catheter was ever in an acute bend. It is also unknown if the balloon catheter kinked while being used. It is also unknown if the device easily removed from the vessel or from the other devices. However, the product was removed intact (in one piece) from the patient.

Manufacturer narrative:
During a percutaneous transluminal angioplasty procedure (pta) a powerflex pro pta balloon catheter (bc) ruptured at 5-6 atm (five to six atmospheres) during dilatation. It was changed to a non cordis balloon and the procedure was successfully completed. There was no reported patient injury. The target lesion was the right common femoral artery. The lesion was moderately calcified and not tortuous. The rate of stenosis was 90%. An approach was made, a guidewire crossed the lesion and pre-dilation was performed with a balloon. After that a powerflex pro was delivered to the lesion and inflated. However, it ruptured at 5-6 atm during dilation. It was confirmed under angiography. Therefore the balloon was changed to another balloon. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio used are unknown. The type and brand of inflation device used is also unknown. It is also unknown if the same indeflator was used successfully with other devices. It is also unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is unknown if there was any difficulty advancing the balloon catheter through the vessel, any difficulty crossing the lesion or if the catheter was ever in an acute bend. It is also unknown if the balloon catheter kinked while being used. It is also unknown if the device easily removed from the vessel or from the other devices. However, the product was removed intact (in one piece) from the patient. The device was returned for analysis. One non-sterile unit of powerflex pro 5mm x 4cm 80cm bc was returned. Per visual analysis the balloon was noted to be burst. No other damages were noted in the device. Per functional analysis pressurized water was applied to the catheter using an indeflator (lab sample), and a burst was noted in the balloon. Per sem analysis the external surface revealed evidence of scratches marks that could be related to the balloon burst. The internal surface and marker bands did not reveal any evidence of damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17308247 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the information available for review, vessel characteristics (moderate calcification and a rate of stenosis of 90%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.